Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during a tfn procedure, the surgeon was inserting the helical blade into the nail and the end position of the helical blade was not correct. The flat part of the flute for the helical blade was not superior as it should be. The surgeon backed out the helical blade and used another helical blade. The end position of the helical blade was still not correct. The flat part of the flute for the helical blade was not superior. Surgeon left the helical blade in place and completed the procedure with no further problems. There was no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 3 of 3 for complaint (B)(4).

Event description:
This is report 3 of 3 for complaint (B)(4).